Event description:
It was reported the device did not enter "emergency" pacing mode despite button being pressed several times. It was also noted the display is slightly defective at top near "a+v" text. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported emergency button issue; device passed all incoming functional. Analysis confirmed the reported lcd (liquid crystal display) issue; lcd display bleeding. Analysis also found the upper case, two side bail covers, ring cover, and lead flex cover is contaminated. Battery contacts are compressed and the ring is bent. (B)(4).